Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy, at 4 firing attempts the device locked after being able to squeezed the handle twice which left the staple line open at the distal end. The staples at this point in the line were removed with graspers and the entire staple line was over-sewn. There was no additional or unexpected tissue damage, tissue loss, tissue damage, extension of incision, or extension of scheduled operative time associated with the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 4 cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.